Event description:
Procedure type: unk. Patient sex: unk. Reportedly, the pre-peritonial balloon broke while inflating. A new instrument was used to complete the procedure, nothing fell into the surgical cavity, incision and or time were not extended. No pt injury was reported.